Manufacturer narrative:
No product has been made available for manufacturer analysis, and no lot number has been provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time. Various hazards that may result in ocular infection are considered in the manufacturer's risk assessment and device hazard analysis, including risks associated with the introduction of biological material or microorganisms into the eye from water sources during contact lens use. Based on the currently available information, while potential use error or device involvement cannot be excluded as contributing factors, a direct causal relationship between the coopervision device and the event cannot be confirmed. Should further information become available, the manufacturer will conduct additional investigations as appropriate and submit a follow-up report, if applicable.

Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing optician, and only limited information has been made available. It is reported that the patient experienced pain and pressure in the right eye and was evaluated at a clinic, unknown location, where pseudomonas aeruginosa was identified. According to both the patient and the optician, the infection was not believed to have been caused by the contact lens, but potentially by exposure to contaminated water. The lens in use at the time of event was not new (reuse of a reusable device) and the patient continued wearing the existing lens despite the current condition. This resulted in further ocular injury described as a corneal tear, specific nature is unclear, with light sensitivity. This incident is reported out of an abundance of caution due to the indication of an ocular infection of unknown severity, treatment, or outcome, and the potential for serious or permanent injury, or the need for medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further information become available, the manufacturer will conduct additional investigations as appropriate and submit a follow-up report if applicable.

Manufacturer narrative:
New relevant medical information was received on 22 march 2026. The manufacturer's incident report has been updated to reflect these new details. New information relevant to the event, as well as the lot number for the device alleged to have been in use at the time of the incident, was received. Additionally, it has been reported that the device has been returned to the manufacturer's customer service center in germany and is anticipated to be forwarded to the manufacturer for physical analysis. Based on the information currently available, a direct causal relationship between the coopervision device and the reported event cannot be confirmed. Should further information become available, including receipt of the sample by the manufacturer, further investigations will be conducted as appropriate and a follow-up report will be submitted.

Event description:
This incident was reported to the manufacturer by the patient's contact lens prescribing optician, and only limited information has been made available. It is reported that the patient experienced pain and pressure in the right eye and was evaluated at a clinic, unknown location, where pseudomonas aeruginosa was identified. According to both the patient and the optician, the infection was not believed to have been caused by the contact lens, but potentially by exposure to contaminated water. The lens in use at the time of event was not new (reuse of a reusable device) and the patient continued wearing the existing lens despite the current condition. This resulted in further ocular injury described as a corneal tear, specific nature is unclear, with light sensitivity. This incident is reported out of an abundance of caution due to the indication of an ocular infection of unknown severity, treatment, or outcome, and the potential for serious or permanent injury, or the need for medical intervention or medication to prevent or preclude such occurrence associated with some ocular infections. Should further information become available, the manufacturer will conduct additional investigations as appropriate and submit a follow-up report if applicable. This incident was initially reported on 19 march 2026 as an alleged pseudomonas aeruginosa infection. Additional medical information was obtained on 22 march 2026. At the time of the first examination, a herpes infection was suspected, and the patient was referred to the university hospital in bonn; however, it is unknown whether the patient presented to the hospital for care at that time. A few days later, the patient experienced corneal irritation, described as severe, and subsequently sought care at the hospital, where a pseudomonas aeruginosa infection was diagnosed. Cultures detected traces of the pathogen on the contact lens. It is unclear whether additional take of the cornea, contact lens care solution or packaging, or the contact lens cleaning and storage case in use at the time of the event. According to both the patient and the optician, the infection was not believed to have been caused by the contact lens, as the lens was only a few days old at the time of the event and may have been related to exposure to contaminated water. The reporter also assumed that the lens was worn during the period of the eye infection, resulting in transfer of the pathogen onto the lens. Should further information become available, a follow-up report will be submitted as appropriate.